Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the alleged issue (error 4) was confirmed when testing with control solution during investigation. Lifescan (lfs) has requested return of the subject meter for evaluation. If the meter is returned, lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (06/27/2013)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/21/2013 with the following findings: although the error was not reproduced, the meter failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.